Manufacturer narrative:
Analysis of the implantable pump (serial # (B)(4) identified residue in the motor gear train and wearing on the upper shaft of gear number two. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative (rep) from a patient who was receiving lioresal, 2000 mcg concentration at 1575 dose via intrathecal drug delivery pump for unknown indication for use. It was reported that motor stall and pump alarming occurred. Any environmental/external/patient factors that may have led or contributed to the issue were not reported. Pump was interrogated on sunday due to pump alarming showing motor stall. Device was explanted on (B)(6) 2019 and would be returned. At the time of this report, the issue had resolved and patient status was alive-no injury. No further complications were reported.